Manufacturer narrative:
Initial allegation was the hinge broke, which in the course of the investigation turned out to be imprecise description. There was no hinge failure, the inspection did not confirm that allegation. It was claimed by the customer that patient fell out of citadel patient care system bed. The patient was leaning on left side rail which caused it to open, as a result patient sustained lacerations to the head. This allegation was not confirmed during beds inspection. The side rail was tested through attempts to bring it down using force. There was no sign of side rail giving way. Further, the technician found that the bearing plate needs to be replaced as it was bent. During a course of the investigation three hypothesis were taken into consideration in order to establish the cause of the patients fall: 1. Bearing plate bent causing the bolt to came out partially from the bearing plate slot. - not confirmed during technician inspection, since the side rail did not open under force. 2. Locking pin (bolt) not all the way into the bearing plate hole due to obstacle or dirt - not confirmed during technician inspection. The only issue that was found was bent bearing plate. 3. Patient weight exceeded. Weight of the patient was 72,8 kg, therefore this hypothesis is not confirmed. It is unknown how and when the bearing plate bent, whether it was before, during or after the event. To sum up, analysis of the complaint details and available information did not allow to establish the cause of the patient fall. It is unknown why the side rail opened and the link between the bearing plate and the side rail unexpectedly releasing could not be established. The product failed to meet its specification as the side rail opened when the bed was used by the patient. The patient fell and sustained not serious injury. This complaint was deemed reportable due to patient falling from the bed.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.

Event description:
Arjo was informed about an incident involving citadel patient care system bed. The patient fell out of bed and sustained lacerations to the patient¿s head. It was claimed that the patient pressed against the lower left side rail which caused it¿s hinge to break and as a result patient fell out of bed.